Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Customer sample has not been received by manufacturer for evaluation. The root cause of the reported urinary tract infection cannot be determined.

Event description:
It was reported that the end user developed a uti after using the vapro catheter for urethral catheterization. He was prescribed antibiotics.

Event description:
It was reported that the end user developed a uti after using the vapro catheter for urethral catheterization. He was prescribed antibiotics.

Manufacturer narrative:
All samples tested conformed to specification. All packs exhibited moisture in the product chamber and also on the product as per specifications.